Manufacturer narrative:
Evaluation of the first returned smart coil confirmed that the coil could not be detached. Further evaluation revealed kinks near the broken pet lock. During the functional test, the returned handle could not be attached to the proximal end of the pusher assembly due to the kinks located by the pet lock. Therefore, the smart coil could not be attempted to be detached using a handle. Resistance was encountered while attempting to manually detach the embolization coil by retracting the broken pet lock, and the pull wire could not be retracted at all. Evaluation of the second returned smart coil could not confirm the coil could not be detached. Further evaluation revealed a broken pet lock, the pull wire was retracted out of the ddt, and the embolization coil was detached from the pusher assembly. This typically occurs during a successful detachment. Evaluation of the returned handle revealed a functional device. The handle was functionally tested on the handle fixture and passed within specification. The handle was used to detach a demonstration coil without an issue. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00942.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully detached several smart coils using the handle. While attempting to detach the next smart coil using the handle, the coil did not detach. Therefore, the smart coil was removed. The same issue occurred with the next smart coil. Therefore, this smart coil and the handle were also removed from the procedure. The procedure was completed using additional smart coils and a new handle. It was also reported that out of twenty-three smart coils total, two did not detach. There was no report of an adverse effect to the patient.